Manufacturer narrative:
Continuation of d10: product ID ab14w050120150 (b704321); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using an ever cross pta balloon and a noncross pta balloon during treatment of a plaque lesion in the mid superficial femoral artery. There were no abnormalities reported in relation to anatomy. The ever cross was prepped a per the IFU with no issues identified. The vessel was not pre or post dilated. The device did not pass through a previously deployed stent and no resistance was encountered during advancement. A non-medtronic inflation device was used, it is not known what inflation fluid was used. It was reported the balloon leaked during the procedure. The device was safely removed from the patient and another ever cross was used successfully. A noncross was also used during the procedure. The device was prepped as per the IFU with no issues identified. A non-medtronic inflation device was used with 50/50 contrast inflation fluid. No issues were noted during inflation and no damage was noted to the balloon catheter. It was reported deflation difficulties were experienced. The balloon was deflated by constantly using a syringe with negative pressure to deflate the balloon enough to have it come back through the sheath. Deflation took 3-5 minutes. The balloon was eventually fully deflated for removal and it was safely removed from the patient. Another noncross was used to complete the case. No patient injury.